Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The insulin pump's keypad was nonresponsive. The customer's blood glucose level was 197 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened escape and act button dome switch. The insulin pump was also received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)